Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 10. September 2015: the product specialist was present during revision which occurred on the (B)(6). The primary implant date is unknown and unable to be obtained. The surgery undertaken on the 6th of august was a revision due to plate breakage and not a removal that was planned at the time of primary. The implant fractured 1-2 days prior to revision. The patient advised that no fall or trauma has been associated with the implant fracture, although the surgeon did not believe that this was true. No further information is attainable regarding this event or patient as the surgeon was not willing to provide further information. Specialist asked if patient had fallen and the surgeon said that she told him she didn't but he didn't believe her. Product specialist requested to record patient details and to take a photo of the pre-op x-ray but he refused. No other information will be provided.

Manufacturer narrative:
A manufacturing investigation was performed ¿ the received plate is clean to the bare eye. It is broken into two pieces and shows scratches and dents on the surface. Two round digs on the top side of the plate could be caused by the usage of a bending tool. The surgeon used a plate with part number 245.101 (ten holes). The plate is bent at two different positions. There is a lateral bending at the position between hole two and three counted from the labeled end of the plate and an axial bending through hole 6 also counted from the labeled end of the plate. The lateral bending angle is approximately 9.5. The axial bending angle is approximately 80°. A bending of the plate is according to the information brochure ¿lcp looking compression plate¿. The bending point has to be between two holes and specific bending tool has to be used. The position of the bend is through hold 6 and not between holes. Also bending to a certain position and then bending back is not allowed. An investigation on the raw material was also performed. The raw material certificate does not show any deviations. DHR review ¿ (B)(4). Manufacturing site: (B)(4). Manufacturing date: 20.jan.2014. Expiry date: -. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: revision surgery occurred on the (B)(6). The primary implant date is unknown. The surgery that took place on the (B)(6) was a revision due to one plate breaking and not a removal that was planned at the time of primary. The implant fractured 1-2 days prior to revision. Only one of the two lcps broke. The patient reported that they did not fall or have trauma associated with the implant fracture, however, the surgeon did not believe that this was true. Upon receiving the one broken locking compression plate it was determined that the damaged plate is broken at a screw hole but it is unknown if this screw hole was occupied and if so, it is unknown which one (1) of the 11 intact screws returned were in the hole. (B)(4).

Manufacturer narrative:
Additional narrative: patient age and weight are unknown. This report is for an unknown locking compression plate/unknown lot. Implant date: unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the procedure was an implant removal open reduction internal fixation (orif) distal humerus. The recon plate had been bent to contour to distal humerus; it then appeared plate had broken where it had been bent. Two locking compression plates (lcp) were used to double plate. Surgeon requested testing of plate strength after plate broke. This report is for an unknown locking compression plate. This is report 1 of 1 for (B)(4).